Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that an echo showed that the impella was in too deep which caused hemolysis. The device was adjusted, and the patient was administered blood products. The physician stated that the patient developed renal failure which may have been related to hemolysis. No treatment was rendered for renal failure. No further information was provided.